Event description:
Customer reported the insulin pump was chipped off where the reservoir screws in and it scratches her. Customer's blood glucose was 215 mg/dl. Customer was advised to disconnect from the device. Customer was in a car accident on (B)(6), 2014, but she was not on the device at the time of the accident. Customer was currently driving and was unable to give information. Customer stated the damaged occurred while customer was on vacation and she might have dropped or bumped it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.